Event description:
Boston scientific crm received information that this right atrial lead was not successfully implanted after two hours of attempts. The physician felt the lead was bunching up. Another atrial lead was attempted to be implanted, but the patient started having complications with nausea and quit breathing. The patient was diagnosed with cardiac tamponade and passed away. Dates were provided by boston scientific. Boston scientific reported the date of death as 2009, but the attempted implant/explant occurred the next day. Therefore, we cannot state for certain the exact date of death.